Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the reported gas loss issue. The fse reviewed the error logs on the iabp and found error code 2 and 53. The iabp also listed a power -up fault code 13. To address the noted error logs, the fse replaced the executive processor board and reloaded the system software b14. The fse also replaced the expired safety disk. The iabp unit passed all safety and functional test per factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on patient, the cardiosave intra-aortic balloon pump (iabp) alarmed "gas loss in iab circuit¿. The customer requested a service repair estimate. No adverse event was reported.